Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. The event date is an approximation. On (B)(6) 2026, it was reported that the patient experienced a failure to alert. The day of the event the patient experienced dizziness, feeling hot, and loss of consciousness while working in the operating room. No alert would have sounded at that time from the cgm device. The patient said she was unconscious for about 3 minutes, and when she regained consciousness, she noticed that that the cgm reading was low. Due to losing consciousness the patient had a ¿knot¿ (understood as a bump) on her head, her leg was sore and her calf was bruised. No fingerstick was taken before she lost consciousness or after she had gained consciousness. The patient was offered treatment, but the patient said that she had declined the treatment. The patient was not admitted to the emergency room (ER) or hospital. The patient was given oral tylenol for her pain and given a heating pad for her sore leg. No treatment for the bruise. No further medication was reported. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.